Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: on investigation, the pump powered up to a discolored verify screen with auditory and vibratory features. The keypad cover was intact and no tactile issues were found with the any of the buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that display was dim/discolored. This report is made based on the results of investigation completed on 07/28/2015.